Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a check final line alarm and subsequent user error could not be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the cause of the alarm is undetermined. The cause of the use error is mis-use. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a follow-up with the nurse, the home patient (hp)'s name was provided. The nurse stated that the issue was resolved, and that the nurses are aware of the proper procedures.

Event description:
During troubleshooting of a check final line alarm that appeared on the homechoice (hc) during dwell 8 of 8, the nurse revealed that another nurse had switched the supply bags. The baxter technical service representative (tsr) explained about not re-spiking supply bags and assisted the nurse to end the therapy. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.